Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of the amia cassette leaked. This occurred during set up of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis (capd) was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.